Event description:
Customer reported meter results of 419 mg/dl and 159 mg/dl within 10 minutes on the advantage system; results of 409 mg/dl, 158 mg/dl, and 156 mg/dl within 10 minutes on the same system. No adverse event reported. A request was made for the return of the system, replacement was sent.